Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a locking compression plate (lcp) was found broken. The patient initially had an open reduction internal fixation surgery for femoral diaphyseal fracture using an lcp plate in october 2018. Reportedly, in december 2018, the patient heard an abnormal noise when the patient squatted. On an unknown date, the plate and the screws were successfully explanted. The patient was then re-fixed with another plate. Concomitant devices: screw (product: 413.338s, lot: l929856, quantity: 1), screw (product: 413.340s, lot: l623778, quantity: 1), screw (part: 413.340s, lot: 9828935, quantity: 3), screw (part: 413.348s, lot: 9710449, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. As received condition, one plate has been returned in a non-synthes bag. The plate in question is broken at the hole 6. The complaint part has traces of use such as several scratches on the surface. Furthermore, around the breakage point there are several abrasions and damages on the surface within the holes. The laser marking is readable. Besides, during the manufacturing record evaluation for the lot number l084549 no non-conformances, abnormalities nor deviations were identified which could lead to the complaint failure. All dimensions of the plate received which are relevant for the complaint condition such as the thickness in the area from the hole 6 were measured and have fulfilled their specifications. Noteworthy, the features of thread zero-point and ball height hole 6 could not be measured due to the complaint condition (broken plate). Besides, during the manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero point and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue has been excluded. Since there is not a hardness test defined during the manufacturing process regarding to titanium plates, the raw material certificate was checked and it was found that all used raw material fulfilled the specifications. Summary: the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 426.622s, lot: l084549, manufacturing site: grenchen, release to warehouse date: 23.aug.2016, expiry date: 01.aug.2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Implant date - unknown date in (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown date, the plate and the unknown screws were successfully explanted. The patient was then re-fixed with another plate. Concomitant device reported: screw (product# 413.338s, lot# l929856, quantity #1) screw (product# 413.340s, lot# l623778, quantity# 1) screw (part# 413.340s, lot# 9828935, quantity# 3) screw (part# 413.348s, lot# 9710449, quantity# 1).

Manufacturer narrative:
Additional procodes: hwc, ktt. Date of implantation is an unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is the same as date of implantation, an unknown date in (B)(6) 2018. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, patient underwent removal of a broken locking compression plate (lcp). The patient initially had an open reduction internal fixation (orif) surgery for femoral diaphyseal fracture using an lcp plate in (B)(6) 2018. Reportedly, in (B)(6) 2018, the patient might have fallen to the ground. Patient was revised to a new plate. Procedure was completed successfully. Patient status is unknown. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 4.5mm titanium (ti) curved broad lcp plate. This is report 1 of 1 for (B)(4).